Event description:
The manufacturer became aware of an allegation of ds2 adv auto CPAP that the patient alleges asthma (new or worsening). No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.